Event description:
Report received of failure to detect an occlusion. The customer contact reported that the pump did not alarm for occlusion when an unspecified plumset was clamped for "several hours." The location on the set that the clamp was closed was unspecified. There were no reported adverse pt effects and no medical interventions were requried. Though requested, no additional info was provided.